Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4) - no known device problem. Evaluation method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue on lens surface. Both sides of the optic/haptic were checked for rough/sharp edges. Edges were found to be acceptable. A lens work order search was performed and no similar complaint was found. Conclusions - (no device failure): based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient moved during the procedure. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tf silicone single piece lens with toric optic in the patient's eye. The lens was removed due to a posterior capsule tear. The incision was enlarged and the lens was removed from the eye. A posterior vitrectomy was performed. A non-staar 3-piece lens was implanted and the wound was sutured. There was no issue with the product. The patient moved during the procedure. The cause of this incident was due to the patient being in motion.